Event description:
Additional information regarding the device and event was received on 19may2020 but was inadvertently not reported previously. The balloon was hardly able to be inflated and seemed to be leaking during the procedure. Bronchoscopy was used to place the device. The balloon was tested prior to use and did not fail until during the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10. Investigation - evaluation. It was reported that an arndt endobronchial blocker set (c-aebs-7.0-65-sph-as) from lot 8279226 could not be inflated. The device was replaced and the procedure was completed. Cook became aware of this event on (B)(6)2020 upon being notified by (B)(4)hospital. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control, and trends, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used but undamaged balloon catheter was returned to cook for evaluation. Upon visual inspection, no surface damage was noted. The balloon was able to be inflated to 6cc of air successfully and remained inflated with 6cc of air for 3-4 minutes. Measurements of the device were within the specified manufacturing tolerance. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks associated with this device were acceptable when weighed against the benefits. A review of the DHR for the reported complaint device lot (8279226) revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. As there are no related non-conformances or other events reported associated with this lot, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_aevs_rev3 [arndt endobronchial blocker set] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings: the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture of deflation. Precautions: caution is recommended when working near the hilum. The balloon position should be verified to prevent inadvertent balloon damage. Inflate balloon initially under direct vision to ensure correct position and placement. Following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause was traced to component failure unrelated to manufacturing or design deficiencies. The returned device was able to be successfully inflated and showed no signs of pinhole leakage. Despite this, the exact conditions at the time of use cannot be replicated. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an arndt endobronchial blocker set could not be inflated during the procedure. After the physician noticed the issue, he used a new device to complete the procedure. No section of the device remained inside the patient's body. Additional information regarding event details has been requested but is not currently available.